Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the identified symptom door not fully latched alarms. Multiple door jammed alarms were also identified within the device event history log. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.